Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a treatment procedure, a tip detachment occurred. The target lesion was located in an unknown vessel. This mach 1 guide catheter was used. As the physician was seating the catheter, the tip broke off. The physician successfully retrieved the tip from the patient. The procedure was completed with another of the same device. The patient condition is fine.

Event description:
It was reported that during a treatment procedure, a tip detachment occurred. The target lesion was located in an unknown vessel. This mach 1 guide catheter was used. As the physician was seating the catheter, the tip broke off. The physician successfully retrieved the tip from the patient. The procedure was completed with another of the same device. The patient condition is fine.

Manufacturer narrative:
Device lot number corrected from 0050680236 to 0050680235. Device manufactured date. Device manufactured date changed from september 04, 2012 to august 30, 2012. Device evaluated by manufacturer: returned product consisted of a mach 1 guide catheter. The batch number on the hub matched the returned label batch. The shaft had a complete separation 2mm from the edge of the strain relief. There was blood on the shaft. The separated ends were rough with strands of the braiding exposed and sticking outward. There was torsional damage to the separated ends. There was a shaft kink 3cm from the separated end of the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).